Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - during regular in-office follow-up, increased lead impedance of over 2000 ohms was observed. There were no adverse patient issues due to the impedance and all available information suggests this lead remains implanted. Should additional information become available this report will be updated.